Event description:
A physician shared insights from his presentation comparing patient results of the company stent and the other stent inject w with or without abic (or ab-interno canaloplasty). The data was stratified into two different groups. We looked at patients who we did stent alone versus stent with abic. It was interesting to see what the data showed us. The physician performed an independent and not company-sponsored contralateral eye study involving 40 patients who underwent cataract surgery and combined migs (microinvasive glaucoma surgery). The physician implanted noncompany stent inject w in one eye and company stent in the other (with or without using the omni device for canaloplasty). Both devices worked well and had similar intraocular pressure-lowering effects. We're now at about two and a half years. But we looked at the 1-year data, which is a very complete set, to determine the efficacy of the procedures. What we found was with the non-company stent inject w group that we had a significant improvement in iops (intraocular pressure), both with and without abic. Patients were looked at whether they had a pre­existing iop of greater than 18 on medications; unmedicated patients greater than 21 mm hg, and then the third group was looking at patients that were controlled on medications and whether or not they were on zero, 1, or 2 medications. So in the group that we did no abic, those patients were on zero or 1 medication as a rule. The patients that were on 2 medications or more had an iop uncontrolled on 2 medications or 1 medication uncontrolled; the patients that started with preoperative iops greater than 22, we performed a stent including ab-interno canaloplasty. The results showed us that the iops were relatively equal between the two groups, and we compared the patients with abic versus stent alone. It's really kind of important to understand that these were two different groups, however. So even though the iops were the same, it was really that we were able to reduce the number of medications greater by having abic than compared to stent alone. So when we look at the two groups evenly, if you just look at the data itself, they look pretty equivocal. The postop iops really started about the same place, and they ended up in the same place. Abic really just helped to improve the number of patients we were able to get off medications. When we look at the number of patients that were medication-free, in both groups, it was about 80% that we were able to achieve medication-free results. However, when we look at patients that we were able to achieve iops of 15 or less, interestingly enough, non-company stent inject w outperformed company stent in this manner. This may or may not be related to the number of patients that may have been on more than two medications in either group, but it was still very interesting information to achieve. However, when we looked at the number of intraoperative complications and postoperative second surgical events, noncompany inject w stood apart from company, largely because of the intricacies of company stent implantation. Adhesions and tiny blockages in schlemm's canal can cause company stent to appear implanted in the right place, but it may partially come out through the trabecular meshwork as a result of laser procedures or even just anatomical variation from patient to patient in my experience as well, there is a chance that the company stent implant can rotate in schlemm's canal if it's not positioned properly. And even with a company stent in perfect position, I have had several cases in which patients developed peripheral anterior synechiae that caused angle closure. In one such case, the physician had to remove the company stent and perform a goniotomy. These are all considerations when weighing the options for my patients. There are still times that physician would use hydrus, but my preference for patients with whom he want to achieve less medication burden is noncompany stent inject w because surgeon think it is safer and reproducible. Literature citation: shultz mc. Effectiveness and safety of two different trabecular migs devices in patients with mild-to-moderate glaucoma. Presented at: american society of cataract and refractive surgery (ascrs) annual meeting; april 22-26, 2022; washington, dc.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.10. This manufacturer report number 3016075957-2023-00027 is a duplicate of manufacturer report number 3016075957-2022-00092. No additional reports will be filed on this report number 3016075957-2023-00027. Any additional information that is received will be reported on manufacturer report number 3016075957-2022-00092. The manufacturer internal reference number is: (B)(4).